Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where item was not showing available to issue. A technical support specialist (tss) logged into myqlink (mql) and discovered that the items the user attempted to issue showed a quantity of 1 remaining at the time of issuing, but when the cubie opened, there were 0 items available. Each bin now reflects a quantity on hand (qoh) of 0. Mql also showed that none of the users the customer mentioned during the call have cycle count privileges. The goal was to perform a cycle count on the two bins so that, if the count was incorrect, the system could either allow the medication to be issued, move to the next cubie, or generate an auto purchase order for restocking. The customer stated that the user needs to speak with pharmacy regarding these findings and have the medications stocked out if needed. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user stated that the cubie opened during medication dispensing contained zero items, and the item was not showing as available to issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.